Event description:
It was reported that during a pci procedure, the maverick xl balloon ruptured at 6 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was a calcified and 90% stenotic lesion in the proximal rca. No patient injuries or complications were reported. Patient status is listed as "fine."